Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed that the pulse generator exhibited noise. The device was reprogrammed and the noise issue was resolved. No patient symptoms were reported.